Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states their device went into threshold suspend at 40mg/dl, but their blood glucose level was really in the 100mg/dl range. The customer's sensor reading was 141mg/dl and their blood glucose reading was 101mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The customer was advised the sensor would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.